Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant, this right atrial (ra) lead punctured the patient's lung and it collapsed. The physician was able to re-inflate the lung with no damage. The ra lead remains in service. No additional adverse patient effects were reported.